Event description:
The hosp experienced helium loss alarms on the intra-aortic balloon pump. They performed a leak test and transferred the pt to another pump. This pump also alarmed. They concluded that the problem was probably associated with the intra-aortic balloon catheter. There were no pt complications.